Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 12 reports (different patients, same failure). Other mfg report numbers: 3013886523-2024-00228, 3013886523-2024-00229, 3013886523-2024-00230, 3013886523-2024-00232, 3013886523-2024-00233, 3013886523-2024-00234, 3013886523-2024-00235, 3013886523-2024-00236, 3013886523-2024-00237, 3013886523-2024-00238, 3013886523-2024-00239. Case 2: a facility reported a directlink module (ID 826828) with inconsistent values. The module was used with cerelink sensor (ID 826851). The sensor was explanted.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.